Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR, trending analysis by lot number and retains analysis could not be reviewed and performed as the lot number was not provided. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. There is insufficient information to determine an assignable cause. The lot number was not available and the complaint product was not returned for evaluation. The customer was unresponsive to multiple attempts for additional information. Should additional information be received at a later date, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100's long cycle. The subsequent bi result was negative. The affected load was released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.